Manufacturer narrative:
Batch review performed on 18 may 2026: gmk-spherika 02.07.1205r tibial tray fix cemented s.5r (k090988) lot. 2417648: (B)(4) items manufactured and released on 14-oct-2024. Expiration date: 2029-sep-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. E0513fr gmk-sphere tibial insert e-cross - flex 5r - 13mm (k202022) lot. 2308762: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 2028-jun-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-spherika 02.12. Ka14r gmk spherika femoral component s4+r cemented (k211004) lot. 2409681: (B)(4) items manufactured and released on 24-jul-2024. Expiration date: 2029-jul-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 1 year and 2 months from primary. The surgeon removed all gmk-spherika implants and implanted antibiotic spacers. The surgery was completed successfully.